Event description:
A dialysis facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt became hypotensive during treatment and was given a total of 1,300 ml of saline. Based on the reported weights, saline given and the estimated fluid removed, there was a weight loss variance of approx 3.9 kg. The pt was discharged in stable condition.